Manufacturer narrative:
(B)(4) - zipper teeth broken. Evaluation: results: evaluation of the returned product found that on panel side a window zipper slider body is open. The insert pin is ripped from the tape on the ridge hanger zipper. Window a has 1/4 hole in the netting and 3 zipper elements broken. (B)(4).

Event description:
The customer reported that the canopy has zipper damage on the side a panel, the teeth are broken. There was no patient incident or injury reported.